Event description:
The generator was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient was referred for x-rays and the device was programmed off. The patient underwent revision surgery. During the revision surgery the surgeon reported that the lead pin appeared to be fully inserted into the generator header and the setscrew had to be backed out to remove the lead pin. The surgeon reported that when the lead pin was reinserted into the generator header device diagnostics were within normal limits. The generator was replaced prophylactically and it was reported that device diagnostics with the new generator attached to the existing lead were again within normal limits. A lead pin connection issue is suspected. The explanted generator is expected to be returned for analysis, but has not been received to date.